Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported bilateral stage one diffuse lamellar keratitis (dlk), observed one day post lasik procedure. Reporter indicated patient was placed on increased topical steroid drops. Patient reported increased light sensitivity and discomfort. Additional information has been requested. There are two related reports for this patient. This report is filed for the patient's left eye. An additional MFR report will be filed for the fellow eye.